Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. The customer drank liquid glucose juice. The customer believes that the low bg level was due to pump settings, as the customer spoke with the healthcare provider and decreased basal delivery rate.